Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes,'), device dislocation ('migration of essure device location of device: close to bladder') and postoperative abscess ('surgery (other) type of surgery: (abscess removal) as a result of complications from hysterectomy surgery.') In a 43-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial and leaser ablation of cx hysteroscopy. Uterine ablation with essure insertion". The patient's medical history included contact dermatitis and left lower quadrant pain. Concurrent conditions included hemorrhagic cyst, adenomyosis, ovarian cyst, uterine bleeding, hyperplasia and leiomyoma nos. Concomitant products included docusate sodium (colace), drospirenone;ethinylestradiol (yasmin) from 1994 to 2009, ibuprofen, medroxyprogesterone acetate (depo provera) from 2007 to 2009 and phenazopyridine hydrochloride (pyridium) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain, pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced cystitis interstitial ("bladder or urinary problems or changes :- cystitis interstitial/bladder pain syndrome"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder/urinary problems: bladder infection") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral, repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, postoperative abscess, cystitis, hormone level abnormal, fatigue, alopecia, neoplasm, mood swings and cystitis interstitial outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, cystitis interstitial, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, mood swings, neoplasm, pelvic pain, postoperative abscess and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes , dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infection, hormonal changes, fatigue, hair loss, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test results: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes,'), device dislocation ('migration of essure device location of device: close to bladder') and postoperative abscess ('surgery (other) type of surgery: (abscess removal) as a result of complications from hysterectomy surgery.') In a (B)(6)-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial and leaser ablation of cx hysteroscopy. Uterine ablation with essure insertion". The patient's medical history included contact dermatitis and left lower quadrant pain. Concurrent conditions included hemorrhagic cyst, adenomyosis, ovarian cyst, uterine bleeding, hyperplasia and leiomyoma. Concomitant products included docusate sodium (colace), drospirenone;ethinylestradiol (yasmin) from 1994 to 2009, ibuprofen, medroxyprogesterone acetate (depo provera) from 2007 to 2009 and phenazopyridine hydrochloride (pyridium) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain, pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced cystitis interstitial ("bladder or urinary problems or changes :- cystitis interstitial/bladder pain syndrome"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder/urinary problems: bladder infection") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral, repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, postoperative abscess, cystitis, hormone level abnormal, fatigue, alopecia, neoplasm, mood swings and cystitis interstitial outcome was unknown and the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, cystitis interstitial, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, mood swings, neoplasm, pelvic pain, postoperative abscess and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for perforation fallopian tubes , dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infection, hormonal changes, fatigue, hair loss, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test results: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added perforation fallopian tubes , dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder infection, hormonal changes, fatigue, hair loss, tumors. Event outcome added dysmenorrhea (cramping), pelvic pain, abdominal pain. Lab test was added. 1st and 2nd follow up process together. On 17-sep-2019: pfs&mr received reporter information was added. Lot no was added. New event added device dislocation, mood swings, vaginal bleeding, abscess, cystitis interstitial, bladder pain syndrome, lower abdominal pain, medical device monitoring error. Severity added lower abdominal pain, pelvic pain. Outcome added pain and bleeding. Concomitant drugs and medical history was, lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.